Event description:
A malfunction was reported with the pump, indicated by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause the level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the pump was successfully reset by the customer. The customer was advised to continue using the pump and to contact support if any further issues arose.